Manufacturer narrative:
(B)(6).the pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the up, down and ok keypad buttons were unresponsive. There was no was reported adverse event associated with this complaint.this complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad buttons were found to be intermittently responsive and required multiple button presses with increased force to elicit a response. The ok button was found to be sticking, was hyper-responsive and caused scrolling when pressed. The keypad cover was removed; the up button key contact was found to be exposed and contamination was found under the button key contact. Unrelated to the reported issue, the pump was opened; the vibratory motor was found to be unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.